Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ pen needle has been found clogged during use. The following has been provided by the initial reporter: material no. 320144, batch no. Unknown (provided: 8305853). It was reported that needle clogged during injection. Verbatim: consumer reported needle clog during injection, stated that the needle works during priming. Consumer does not re-use, samples have been discarded. Lot # 8305853, product # 320144, no exp date, incident date unknown, occurrence unknown.

Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 8305853 was reported but is not valid for this product. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd ultra-fine¿ pen needle has been found clogged during use. The following has been provided by the initial reporter: material no. 320144 batch no. Unknown (provided: 8305853). It was reported that needle clogged during injection. Verbatim: consumer reported needle clog during injection, stated that the needle works during priming. Consumer does not re-use, samples have been discarded. Lot # 8305853. Product #: 320144. No exp date. Incident date unknown. Occurrence unknown.